Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. Facility name truncated due to character limit :(B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant result for 8 patients while using the cobas® sars-cov-2 test for use on the cobas® 6800/8800 systems. The 8 alleged samples initially generated sars-cov-2 positive results on cobas 6800. The 8 patients were retested on a different cobas 6800 and generated sars-cov-2 negative results. It is likely that new samples were collected, based on the collection volume of 1ml. The results were not reported out. No harm was alleged. An investigation is ongoing to evaluate the customer issue. Per FDA's eua guidance, a batch MDR is being submitted to represent all the samples on a given run. This will represent one event on a single device as per FDA guidance.

Manufacturer narrative:
A CAPA was initiated. Per the investigation, the underlying technical root cause is optical spatial cross talk, which in specific situations (high positivity rate on the plate with similar CT values of true positives with high rfi values around a negative sample) in combination with the asap (assay specific analysis package) setting may lead to false positives. Asap is a software which contains all assay specific parameters and definitions. Based on the evaluation of global complaint data and the quantity of tests sold globally, the frequency of occurrence is estimated to be 0.00004% or 1 in 2.5 million test results. A false positive rate anywhere in this range would not cause an impact to the overall performance of the test or the test¿s specificity. While a false-positive result for sars-cov-2 could lead to cohorting with others with true sars-cov-2 infection and transmission of the infection to the erroneously diagnosed patient (including those at high risk due to comorbidities), prior vaccination and the availability of antiviral medications and other treatment modalities can reduce the likelihood severe illness, hospitalization and/or death. The latter also mitigates the risk for those who may defer protective measures because of assumed natural immunity. However, patients with risk factors for severe disease would be less likely to relax their precautions. Taking the low rate of false positive occurrence and the low probability of subsequent patient safety impacts together, the false positives are unlikely to cause adverse transient or severe adverse events. Additionally, no harm was indicated in the current case. An updated asap version with optimized settings will be made available. Device code was updated to 1227 from 4029. (B)(4).